Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator was alarming ventilator inoperable. The patient was switched to an alternate ventilator and there was no harm.